Event description:
It was reported that the patient was shocked several times due to t-wave oversensing (twos) on the right ventricular (rv) lead. The sensitivity was adjusted, and when the patient was put through a treadmill test the twos was determined to have been corrected. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).